Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for this aer unit, (B)(4), was reviewed and revealed the unit met the manufacturer's specifications at the time of release. The service and complaint history for the asp automatic endoscope reprocessor with printer did not reveal a significant trend. Within the past six months ((B)(4) 2009 - (B)(4) 2010), this unit does show similar leak issues, but not due to a float switch installed improperly. Thus, there is not a significant trend. Trending analysis for fluid leak issues associated to the asp automatic endoscope reprocessor with printer did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). The fmea (failure mode effects analysis) for the aer associated to spills / leak failures is considered minimal. The fmea (failure mode effects analysis) for cidex opa solution associated to spills / leak failures is considered minimal. The shuma (system hazard and user misuse analysis) was reviewed and determined that the risks of user exposure due to spills are a category 1. The hhe (health hazard evaluation) was reviewed for similar disinfectant overflow of the aer and the hazard/risk index was 4, which indicates the associated risk is low. The root cause of the issue was determined to be installing the basin float canister upside down. The issue was resolved by installing the basin float canister in the correct orientation and running three test cycles with no issues. Upon completion of the servicing, the unit met specifications. Upon follow-up, the customer confirmed that the unit was operational.

Manufacturer narrative:
(B) (4): overflow. The asp field service engineer (fse) assessed and repaired the unit on site. The fse found the basin float canister installed upside down. The canister was installed correctly and 3 test cycles were run with no issues. The unit meets specifications and is currently in operation.

Event description:
Basin float switch keeps popping off causing cidex opa and water to overflow from the basin onto the floor. The customer cleaned up the solution wearing the appropriate ppe. The customer stated no injuries were involved.